Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient underwent a breast augmentation revision with mentor memorygel breast implants 425cc and suffered several unexplained, unspecified systemic symptoms of breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On dec 7, 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 10, 2022, additional information was received indicating the date of event was (B)(6) 2019. Additional symptoms were reported including fatigue, brain fog, muscle pain and weakness, joint pain, premature aging, inflammation, insomnia, dry eyes, dry mouth, vision disturbances, gastrointestinal issues, digestive issues, abdominal inflammation, gas, night sweats, chills, uti¿s, yeast infections, food intolerances, food allergies, chronic headaches, painful hips, hands, arms, feet, painful lymph nodes under arm, anxiety, depression, pain on chest, numbness, tingling, chills, strong toxic body odor, lower back pain, and pelvis pain. Manufacturer¿s reference number: (B)(4).